Event description:
The hospital reported that half way through an endoscopic vein harvesting procedure, while the hemopro device was inside the tunnel, the harvester deactivated the switch to stop the current and the device would not turn off. The tunnel was filled with smoke. Hemopro device was removed from the patient and there was no burn to the patient. A new extension cable was connected to the same hemopro device and the device immediately heated up without the activation switch being activated. At this time, the harvester and field clinical representative figured out that it was the hemopro issue. A second hemopro device was used to complete the procedure. There was no patient effect reported.

Manufacturer narrative:
Investigation results: as received, the silicone jaw boots were burnt and melted from the tri-heater assembly. Based upon condition of jaw boots, the complaint for tip began smoking is confirmed. The resistance measurement test was conducted and the result suggests that the micro switch is stuck in the open position. Further investigation discovered that upon power switch activation on the power supply, the device immediately self activated without the toggle switch on hemopro handle being activated. The reported complaint for device would not shut off is confirmed. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint.